Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to obtain a response during testing. It was observed that all button key contacts do not spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were unresponsive. The pt reported that the down arrow keypad button is unresponsive. She noted that the keypad buttons do not spring back when pressed. The pt stated that the rubber keypad is intact, the pump is exposed to water when she swims, and she wears the pump on her waist with a clip.